Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of damage and partial display/missing segments from the insulin pump. The customer's blood glucose reading was 13 mmol/l. The customer stated that he fell and broke his arm. The customer mentioned black stain on display. The customer was not able to read display well anymore. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to perform the functional testing due to the display anomaly. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.